Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited undersensing. The device was reprogrammed. The patient remained asymptomatic and would continue to be monitored.